Event description:
A male with short common iliac and tortuous anatomy who was outside of cook's instructions for use (IFU) due to weight, underwent initial aaa repair of bilateral common iliac aneurysm in 2007. One flex main body and two iliac leg grafts were placed. The iliac leg grafts were placed too short in the common iliac and landed at the level of the aortic bifurcation. An endoleak developed on the right side so in 2008, the physician placed two more iliac leg grafts on the right side, covering the hypogastric to get an adequate seal. During the second procedure, the patient was losing a lot of blood from the puncture sites and although the left side needed to be repaired also, due to the patient's religion, he was unable to be transfused so the physician stopped the procedure. There is no leak on the left side at this time. Patient is well and endoleak resolved.

Manufacturer narrative:
Event evaluation: still under investigation.